Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. It was found that there had been a double-armed suture in the package when opening the package though the device should be single-armed. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An empty opened foil, a paper lid and a winding former with two parked needle/suture combination product code (B)(4) were returned for analysis. During the visual inspection of sample, two needle/suture were noted into of winding former. The suture was dispensed and no product double armed could be observed, since: two needle/suture combinations were observed; resulting in a wrong number of components in the package, this is different than the requirements for the product pdp513 of a strands per package. Per the sample conditions, the assignable cause is an extra-needle/suture combination in the packet.